Manufacturer narrative:
Combination product: yes. Initially, no lot number was reported. Therefore, the product release documentation of the last three orsiro 2.75/18 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint instrument was not returned for analysis. Thus, no technical investigation on the subject could be performed. The angiographic material was provided and reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in a severely tortuous proximal lcx. The stent dislodged proximal to the lesion and was adapted there to the vessel wall with a balloon. Lot number unknown.